Event description:
Additional information was received stating that the issue occurred on saturday june 27, 2020. The manufacturer representative called in the issue on the monday june 29, 2020 but they knew about the issue on saturday.

Manufacturer narrative:
H2) correction was made to the event date. Additional information was added to the event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) additional information was added to the event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that there were no unused spins taken.  The site had not even gotten to the point of taking a spin when they had the issue, so they just went and got the other system. The health care professional didn't was to deal with the system so as soon as they started having an issue, they requested the other system be brought in.  Ultimately, if they would have just rebooted the system, there would not have been an issue and the system would have worked normally.

Manufacturer narrative:
Software was analyzed and it was noted that they were unable to determine the probable cause of the issue and if it relates to software anomaly based on the review of the information documented on record. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi-500-01065, serial/lot #: (B)(4). A manufacturer representative went to the site to test the equipment. It was reported that reported complaint could not be replicated. System was inspected, logs pulled and reviewed and imaging tested with no problems found. The imaging system passed the system checkout and was found to be fully functional. Software analysis pending. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that after taking the ap exposure the site tried taking the lateral exposure but the ap image was staying on the screen. The system would act like it was exposing but the image would never come up on the screen. The issue could not reproduced after the case. There was a procedure delay of less than one hour and no impact to the patient. It was reported that the site was unable to take a scan. Could only take ap scout exposure. System would not take lateral exposure. Surgeon requested that another imaging system be used to complete the procedure. Site could not spend the time to reboot and trouble shoot during this time.